Manufacturer narrative:
Di not available as product was manufactured on or before sep 23, 2014. The investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2019-17554, manufacturer report number: 2017865-2020-00952, manufacturer report number: 2017865-2020-00953. It was reported that the patient presented with an infection. The cause of the infection was not known. Also, the right atrial lead had eroded through the skin on the patient¿s chest. The pacemaker, right atrial lead, right ventricular lead, and previously capped right ventricular lead were explanted on (B)(6) 2020. The patient was stable post procedure.

Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.